Event description:
Pump was reported to overinfuse during clinical use. A 500ml bag of heparin was hung at 13:59 on 1/31/00 at a rate of 20ml/hr. At 00:30 on 2/1/00 the solution bag was empty. No medical intervention was needed and no pt injury resulted.